Event description:
The ICD involved in this MDR report was implanted in 2006. Upon scheduled f/u (2007), inappropriate ventricular fibrillation (vf) detections were observed (noise sensing inducing storage of episodes and identified as vf). One inappropriate shock was delivered due to this oversensing. Ventricular sensitivity threshold was programmed at 0.4 mv. Reportedly, the number of noise events is increasing. The ventricular sensitivity was decreased (threshold reprogrammed to a higher value, at 0.8 mv) to prevent further oversensing.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the u.s. Review of the electronic data and files received. In response to the warning letter that the us food and drug administration issued to ela medical (2009), ela is filing this MDR at this time.